Event description:
The lma airway would not remain inflated during use. There was no pt injury.

Manufacturer narrative:
The mask does not hold inflation due to two puncture holes in cuff. The holes are consistent with those seen when the silicone is punctured with a sharp object. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the reporter.